Manufacturer narrative:
Other, other text: the returned radical-7 was evaluated. The device was able to obtain measurements with all enabled parameters, the full charge capacity of the battery was found to be acceptable, and all alarm conditions were audible and visual. No power issues were observed during testing. The device was determined to be functioning as designed.

Event description:
The customer reported the radical-7 "turn on well and after a while, it stops." No patient impact or consequences were reported.

Event description:
The customer reported the radical-7 "turn on well and after a while, it stops." No patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact. H3 other text: device not returned.